Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank screen. The customer¿s blood glucose level was 317 mg/dl at the time of the incident. Troubleshooting was done for high blood glucose and under delivery. Customer stated that they were able to do manual bolus and did not want troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.